Manufacturer narrative:
Philips service replaced the motor linear drive and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the c-arm movement motor was grinding and failed, causing the system to be down on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.